Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient, order, or medication ID did not cross successfully. A technical support specialist ran report to confirm when medications were loaded in 6d-2. Vimpat 200mg (e00996) was loaded at 10:34:16 on 3/3/22, with the next removal at 11:30 on the same day. Vimpat 50mg (e00997) was loaded at 10:34:33 on 3/3/22, with the next removal as an override at 12:20:37, and then it was unloaded at 14:43 on the same day. A search of the prior month's activity at the station found no activity before 10:34:16 on 3/3/22. An order message was processed at 10:38:11 on 3/3/22 for 50 mg of e00996. The xml message showed medid e00996. Approved to close the case. The system functioned as intended after troubleshot by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es patient, order, or medication ID did not cross successfully. It was reported the med ID dispensed diffrenet medications. There were no adverse events or injuries reported based on this incident.